Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when booting up the imaging system, it did not progress past the 'system booting' screen. Rebooting the system did not resolve the issue. Logging into remote desktop was successful, however an error message about loading the config file appeared. There was no patient present when this issue was identified. Onsite investigation and the field systems engineer was able to resolve the reported problem by deleting the corrupt configuration file and replacing it with the most recent working file and preforming system calibration. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when booting up the imaging system, it did not progress past the 'system booting' screen. Rebooting the system did not resolve the issue. Logging into remote desktop was successful, however an error message about loading the config file appeared. There was no patient present when this issue was identified.